Manufacturer narrative:
Customer returned complaint pen needles. Retain samples and returned samples were tested. Drag force and penetration tests were performed on retain samples and results were in specification range. The defect was not confirmed. Puncture tests and microscopic analysis was performed on returned samples. The defect was not confirmed. Root cause analysis was not conducted. No CAPA initiated.

Manufacturer narrative:
Product involved in incident was returned for evaluation and forwarded to the manufacturer for further evaluation. Evaluation results are pending. Arkray will file a follow-up report when evaluation is complete.

Event description:
Part 234132. Customer's daughter called because her mom's pen needles keep bending. She stated that she's had them for about two months or longer. Customer is not injecting in the scar tissue. She said she's twisting the pen needle onto the syringe properly. Customer stated she said she pinches the skin then injects straight into her skin. Verified she changes her needles with each injection. She doesn't use the same needle twice. Reviewed with the customer how to properly use the pen needle and confirmed she is doing everything correctly. Every other needle out of the box bends. Replaced devices and sent return label.